Event description:
Catheter broke while being removed from patient.

Manufacturer narrative:
The contents of the return included one .035 guidewire, one 7fr cordis brite tip introducer sheath and the 10mm x 38mm x 120cm catheter. The stent was also included in the rga. The stent had not been used during the procedure. There was no staining of the stent it was deformed along the length of the stent as if it had been pulled off the catheter. It is not clear as to why the stent was not used during the procedure or how it was removed from the balloon in the crimped position. The catheter shaft had been broken at the proximal weld of the balloon. The separated balloon had approx 20% of the proximal end of the balloon still inside the introducer sheath. The shape of the distal cone appears to be much larger than a balloon that had been properly evacuated. The distal tip of the introducer was flared slightly. An attempt to inflate the balloon was not successful because there was not enough shaft material available to make a good seal. With no add¿l procedural details it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.